Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 7 days after dental implant was installed in intraoral region 5#, its non-osseointegration was observed. In addition, 40ncm of primary stability was achieved, the patient presented bone type ii and immediate implant procedure was performed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp.013610 ¿ the dentist reported that 7 days after dental implant was installed in intraoral region 5#, its non-osseointegration was observed. 40ncm of primary stability was achieved, the patient presented bone type ii and immediate implant procedure was performed.